Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt has fallen more frequently and the pt's positive motor reflexes have also changed since her scs system was implanted. The pt's entire scs system was removed. The physician noted, the lead had moved and there was a lot of scar tissue. The pt does not have any issues at this point and explanting the scs system appears to have resolved her problems with falls and hyper reflexes.